Event description:
As reported by the user facility: after the integration went live on (B)(6) 2025, we experienced two instances of 2042 errors on different pumps while trying to auto-program a subsequent bag, and b. Braun was present during this time (cir-025864). Additionally, over the weekend, a third 2042 error occurred on a pump that was manually programmed and also administering a critical medication.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned to b. Braun in carrollton, tx for evaluation. Technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. During the evaluation, three attempts were made to simulate the infusion which took place on (B)(6) 2025 at 12:49pm for an infusion start of 134.7ml/hr (dl: norepine; dose rate 0.36mcg/kg/min; weight 99.8kg) with corresponding vtbi changes as identified from review of the device history logs. During the testing we were unable to reproduce device alarm 2042. Device was sent for preventive maintenance under service wo-(B)(4). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.